Event description:
Boston scientific crm received information that the patient with this device experienced a 2.5 second pause in therapy. Oversensing was suspected. No patient symptoms were reported.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. Should any additional information become available, this report will be updated.